Event description:
Customer reports basal-bolus infusor containing 30mg of morphine with saline to total volume of 60ml overinfused over 12 hours. Report states, "this issue resulted in lethargy, through waking up, the pt restored to normal status without further adverse effect." Report states medication demand button on pt control module was pressed twice.